Manufacturer narrative:
Na.

Event description:
The customer initially complained about an alarm and qc results being out of range on the cobas 8000 e 602 module. The customer performed a sipper air purge and primed the instrument. The customer repeated multiple patient samples on a different e602 module. The original samples had been run on the e602 module in question and reported outside of the laboratory. The customer provided comparison results for 8 patient samples tested for elecsys tsh assay (tsh) and elecsys hcg + beta test system (hcg + b). Based on the data provided, the results for 6 patients were discrepant. Refer to attached data for the patient results. After the initial point of contact, the customer provided additional patient data for 85 patient samples tested for multiple assays. Based on the data provided, the results for 14 patients were discrepant for either elecsys ferritin (ferritin), elecsys ft3 iii (ft3 iii), elecsys probnp ii immunoassay (probnp ii), or elecsys pth immunoassay (pth). The initial results had been reported outside of the laboratory; corrected reports were issued after repeat testing was completed. Refer to attached data for these patient results. There was no allegation that an adverse event occurred. The ferritin reagent lot number was 29670104 with an expiration date of 30-apr-2019. The ft3 iii reagent lot number was 27794700 with an expiration date of 30-sep-2018. The hcg + b reagent lot number was 30859906 with an expiration date of 31-may-2019. The probnp ii reagent lot number was 30272404 with an expiration date of 30-jun-2019. The pth reagent lot number was 30266603 with an expiration date of 31-may-2019. The tsh reagent lot number was 32808100 with an expiration date of 31-dec-2018. The field service engineer (fse) visited the customer site and found the high voltage was out of adjustment and performed an adjustment. The fse also replaced pinch valve tubing. Afterwards, the customer ran calibration and qc with acceptable results. The system is operating within specification.

Manufacturer narrative:
The calibration data for all affected assays was acceptable. Qc results were within range before (B)(6) 2018. On (B)(6) 2018 qc results were out of the acceptable range for tsh and hcg + b. The investigation did not identify a product problem. The cause of the event could not be determined. Neither a general instrument or reagent issue were identified. The customer has had no further issues since the service visit.